Event description:
It was reported that the patients lead displayed high impedances on all but one contact. The patient underwent a lead replacement procedure where the physician noted there was a fracture near to where the lead was fixated. Post-operatively, all impedances were normal on the new lead. Additional information was received that post-operatively there were no health hazards to the patient.

Manufacturer narrative:
The returned lead was analyzed and the visual inspection found that the lead insulation was damage and there were fractured cables 28.5 cm from the distal end. The damaged section of the lead body insulation shows signs of abrasion that eventually opened, exposed, and damaged the cables within the lead body. It appears that the damaged section of the lead is at the anchor point or where the lead was secured. The lead was exposed to excessive mechanical force or movement causing the abrasion of the lead body and cable fractures right at the suture sleeve anchor point. The probable cause has been traced to component failure.

Event description:
It was reported that the patients left lead displayed high impedances on all but one contact which was being used. The patient underwent a lead replacement procedure where the physician noted there was a fracture near to where the lead was fixated. Post-operatively all impedances were normal on the new lead.